Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5(updated summary) and section h6(removed 1888 in health effect - clinical code and removed 4613 in health effect - impact code) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the customer did not experience the blood an site and was not treated with manual shots

Event description:
It was reported to medtronic minimed that the customer experienced high blood glucose (bg) levels, with a current bg value of 230 mg/dl, following the early failure of twenty sensors. The high bg lasted for more than four hours and was treated with bolus delivery, manual insulin injections, and increased water intake. The event involved product(s) mmt-332a, mmt-1884, mmt-242a,mmt-7040ma. Troubleshooting was performed for hyperglycemia. The customer has type 1 diabetes and did not report any prescription medications. The customer reported receiving "change sensor" and "sensor updating" alerts. The sensor in use was a guardian 4 sensor with a gl4 transmitter, securely taped to the upper arm, but blood was present at the insertion site and on the sensor connector. No further patient complications were reported. Mmt-332a, mmt-1884, mmt-242a,mmt-7040ma were not expected to return.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.